Manufacturer narrative:
H10: internal complaint reference case: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the sizing for the 2.0 software appeared to be off; the real intelligence cori would size the component and flex it out to 5 degrees, even when the ap looked good but the ml was too big. It originally sized the component to a 5 and flexed it out to 5 degrees, but it was too big ml. Then it was sized down to a 4 but the posterior cuts were bigger than what the surgeon wanted. The procedure was completed, without any delay, using the same cori console with the CT view and double checking with manual instruments the sizing guide. No patient injury was reported due to this issue.

Event description:
It was reported that, during a cori assisted tka surgery, the sizing for the 2.0 software appeared to be off; the real intelligence cori would size the component and flex it out to 5 degrees, even when the ap looked good but the ml was too big. It originally sized the component to a 5 and flexed it out to 5 degrees, but it was too big ml. Then it was sized down to a 4 but the posterior cuts were bigger than what the surgeon wanted, so they upsized the femur and posteriorized it. The procedure was completed, without any delay, using the same cori console with the CT view and double checking with manual instruments the sizing guide. No patient injury was reported due to this issue.

Manufacturer narrative:
B5, h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a mapping issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.